Event description:
Hcp reported patient trial failed due to lead migration. The trial was repeated per patient request. Stimulation for left sacral root was successful and the lead was implanted. The lead site became infected and the procedure was aborted. Hcp made a second attempt. The lead migrated resulting in poor coverage. No report of device explantation.